Manufacturer narrative:
This supplemental report is being submitted to correct b1, b2, b3, b5, d7a, d10, h1, and h6 as well as to update h7 and h9. This report is related to the following linked patient identifier: (B)(6).

Event description:
It was reported that the distal cover detached during retraction of the endoscope during the therapeutic procedure. The distal cover was retrieved from the patient with the pcf device and a safety net without any harm. After retrieving the cover, it was observed that the cover was already broken at a predetermined breaking point and had probably detached from the endoscope as a result.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4 (lot number, expiration date, unique identifier number), d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. A crack and slight deformations were detected at the lower edge of the distal cover. Minor deformations can also be seen on the inside of the distal cover. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the top has minor deformations (inside), and the bottom is cracked. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the single use distal cover's cap detached. The issue occurred during an endoscopic retrograde cholangiopancreatography procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number. Since the lot number is unknown at this time, the UDI is either (B)(4) depending on the lot number used.

Event description:
No additional information received from customer.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. Corrected fields: h6: component code. Updated fields: d9, h2, h6, h11. The device was not returned for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from the customer.